Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "pain, pinching sensation, breast density and format different" "informed that underwent ultrasound and magnetic resonance imaging, which found rupture" patient later reported ¿bilateral liquid accumulation¿ this is for the right side device. The device remains implanted.